Event description:
It was reported that the core micro drill leaked an oil-like substance at the user facility. Attempts to obtain additional info were made, but were not successful.

Manufacturer narrative:
The device was received at the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.